Manufacturer narrative:
The insulin pump was received with intermittent button response due to flattened down arrow button dome switch. The insulin pump keypad connector was fully locked. The insulin pump had cracked case at display window corner, minor scratched lcd window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump had keypad anomaly. Customer's blood glucose was unknown mg/dl. The customer stated that the down arrow is hard to press. The customer stated that she doesn't recall any significant event leading to the keypad issue. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.